Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak. In a follow up, patient's spouse returned a call and explained that there was fluid found inside the cassette door after treatment was stopped. Patient was issued a new cycler and was able to perform manual exchanges until the cycler arrived. The patient was prescribed prophylactic antibiotics. There was no harm, adverse event or intervention due to the fluid leak. The cycler is available to return for analysis.

Manufacturer narrative:
Correction: h1

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak. In a follow up, patient's spouse returned a call and explained that there was fluid found inside the cassette door after treatment was stopped. Patient was issued a new cycler and was able to perform manual exchanges until the cycler arrived. The patient was prescribed prophylactic antibiotics. There was no harm, adverse event or intervention due to the fluid leak. The cycler is available to return for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak. In a follow up, patient's spouse returned a call and explained that there was fluid found inside the cassette door after treatment was stopped. Patient was issued a new cycler and was able to perform manual exchanges until the cycler arrived. The patient was prescribed prophylactic antibiotics. There was no harm, adverse event or intervention due to the fluid leak. The cycler is available to return for analysis.